Event description:
It was noted a pericardial effusion (pe) and cardiac perforation requiring surgery occurred. The procedure was cancelled. During a left atrial appendage (laa) closure procedure to treat a patient with atrial fibrillation and a high bleeding risk, transesophageal echocardiogram (tee) was performed and ruled out a pre-existing pe. After the femoral vein access, the transseptal puncture (tsp) was performed. A non-bsc guidewire was advanced and positioned into the left superior pulmonary vein (lspv). A watchman truseal access system (was) was advanced into the left atrium (la). A non-boston scientific (bsc) pigtail catheter was advanced into the la and the was was advanced into the ostium of the laa, and the non-bsc pigtail catheter was removed. A 24mm watchman flx delivery system and closure device (wds) was inserted and deployed in the laa. The wds was subsequently recaptured and re-deployed a second time. The wds was not visible within the laa using tee. Contrast was injected to better visualize the position of the wds and a pe was detected due to a perforation of the laa. An attempt was made to reposition the wds inside the laa, yet the attempt failed. The was and wds were removed from the la and a pericardiocentesis was performed. The laa closure procedure was cancelled, and the patient was taken to surgery where the laa was surgically ligated. The patient remains hospitalized and is expected to fully recover.